Event description:
It was reported that, "the above acetabular insert that was loosely cemented in place as an infection spacer was removed along with the cement. A new acetabular insert 623-00-36h (lot 29862401) was cemented in loosely with palacos cement mixer with antibiotics. The femur was fractured at the distal end of the conical stem above. The conical stem was explanted and separated from the mt3 proximal body. A restoration modular fluted distal stem 17x267mm bowed was implanted and the previously used mt3 proximal body and 36mm body were attached. The surgeon tightened the screw with the 5mm bolt attached to the t-handle and the head of the screw broke off."

Manufacturer narrative:
Device was discarded and will not be returned. No eval will be performed. If device becomes available with add'l info, a supplemental report will be issued.